Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A bezoar and gastric ulcers are known complications of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized for rectal bleeding. A gastroscopy was performed on (B)(6) 2020; jejunal, duodenal, and stomach ulcers were seen as a result of mechanical strangulation by j-tube. On the same day, a colonoscopy was performed, which showed a large, black and yellowish bezoar made from fiber residues, which surrounded the j-tube broadly. The j-tube was removed and is scheduled to be replaced when ulcers have healed. The patient was discharged from the hospital on (B)(6) 2020.